Event description:
Alaris syringe pump did not recognize the correct syringe size and volume to be infused. The pump read the syringe size and volume incorrectly.what was the original intended procedure?infusing ampicillin.device #1is this a laboratory device or laboratory test?no.